Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he had an infection at his sensor insertion site. Pt saw a physician. Pt's physician lanced the infected site and prescribed antibiotics. At the time of his call to dexcom technical support, pt reported that a knot was still present under his skin.